Event description:
The complainant alleged that staff members were attempting to perform an elective cardioversion on a 69 year old male pt. When the physician attempted to discharge the unit, it made a loud "popping" sound, and an "erro 44" message appeared on the screen. The pt's rhythm was a stable atrial fibrillation, and the physician opted to transfer the pt to another facility for procedure. There were no adverse effects to the pt.